Manufacturer narrative:
An evaluation of the device cannot be performed as the hospital kept the device and it was not returned to the manufacturer. Additional information including x-rays and medical records was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that: "dr went in to revise the patella due to tracking issue but concluded that the patella was fine. The doctor then decided he wanted to do a poly exchange."